Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. It was identified that the previous report was incorrectly submitted under 0001822565-2023-02960. Collinge, cory alan, reeb, alexander francis, rodriguez-buitrago, andres felipe, archdeacon, michael t, beltran, michael j, gardner, michael j, jeray, kyle james, miller, anna n, crist, brett d, sems, stephen a, shah, nihar samir, fogel, nathaniel, tibbo, megan. (2022) analysis of 101 mechanical failures in distal femur fractures treated with 3 generations of precontoured locking plates. J ortho trauma, vol 37 (issue 1), pgs. 8-13. Doi:10.1097/bot.0000000000002460.

Event description:
It was reported in a journal article evaluating mechanical failure for patients who sustained distal femur fractures and who we treated with distal femoral locking plates, that 3 patients were revised due to a broken plate. Attempts have been made and additional information on the reported event is unavailable at this time.